Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range pacing lead impedance was observed on the rv lead. The patient also received inappropriate therapy. The lead was explanted and replaced. The patient was fine after the event.